Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experience high blood glucose and their insulin pump was damaged. The customer¿s blood glucose level was over 600 mg/dl. The customer was treated with a manual injection and the pump. The customer also states had a crack near the reservoir compartment. Troubleshooting was performed for damage. The customer declined to troubleshoot for high blood glucose. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, scratched reservoir tube window, cracked reservoir tube window, cracked case at reservoir tube window corners and stained address number label.